Event description:
Cerner has received reports of a sporadic issue in the cerner millennium powerorders software solution where drug allergy interaction checking does not occur as expected when a medication order is placed for which a patient has a known allergy noted on their order profile. This issue happens sporadically and is difficult to recreate. Cerner received the first report of this issue in (B)(6) 2011 but due to difficulty isolating the cause of the issue, cerner was unable to confirm it was related to a software defect until additional clients began reporting the issue. Cerner has not received reports of patient injury occurring as a result of this issue, nor have there been any reports to date of patients receiving a medication to which they were allergic. There are mitigating factors in place that would reduce the likelihood of a patient receiving a medication to which they are allergic: the patient's allergy information is displayed prominently n the banner bar during the order entry process. There are clinical checks during which the drug allergy interaction checking does occur, including the review of the order by the pharmacy as well as nurse review when the medication is administered.

Manufacturer narrative:
Center distributed priority review flash notification (B)(4) on december 13, 2011 to all potentially impacted client sites. The flash includes a description of the issue and notifies clients of cerner's plans to provide a software correction to address the issue. Additionally, the flash notifies clients of an interim preference change that can be used to avoid experiencing the issue until the software correction is available. Cerner corporation will provide a follow-up report when the software correction is available.